Manufacturer narrative:
Date of event: the exact date of the event is unknown. The provided event date (B)(6) 2009 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-2218-50. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: linear st lead kit 50 cm. The explanted devices were not returned to bsn. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A report was received that the patient had an infection. It was also mentioned that the patients device was not working. The patient underwent an explant procedure. No further information could be obtained.